Manufacturer narrative:
The following fields were updated due to corrected information: d.10. Device available for eval?: no d.10. Returned to manufacturer on: na h.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. See h.10.

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us would not allow medication to flow. The following information was provided by the initial reporter: material no. 320550 batch no. 0176879 it was reported that medication would not flow through needles. Verbatim: from phone call on 2021-02-09 16:58:24: consumer reported not all but starting to be a good amount - needles will not allow insulin thru them during the flow check. Informed consumer proper placement on non patient end. He claims to check the non patient end already after issues appears to be straight. Email: I have been using pen needles for five or six years, and used novolog 70/30 mix and had no problems. I have recently changed to the nano needles and shortly after to lilly 75/25 and have several (4-5 times per box of needles) that I did not get medicine flow through the needle, requiring me to replace the needle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us would not allow medication to flow. The following information was provided by the initial reporter: material no. 320550, batch no. 0176879. It was reported that medication would not flow through needles. Verbatim: from phone call on (B)(6) 2021 16:58:24: consumer reported not all but starting to be a good amount - needles will not allow insulin thru them during the flow check. Informed consumer proper placement on non patient end. He claims to check the non patient end already after issues appears to be straight. Email: I have been using pen needles for five or six years, and used novolog 70/30 mix and had no problems. I have recently changed to the nano needles and shortly after to lilly 75/25 and have several (4-5 times per box of needles) that I did not get medicine flow through the needle, requiring me to replace the needle.